Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, it is likely the adhesive peeled off of the objective lens due to physical stress from being dropped or hitting a hard surface, or deterioration due to chemical stress from the cleaning, disinfection, and sterilization processes. However, a definitive root cause could not be determined. Further evaluation of the device confirmed the customer¿s reported leakage, and found the leaks were due to holes in the universal cord and the video cable, which were caused by external factors. In addition, the bending angulation was insufficient due to stretching of the angle wire from wear. The adhesive rubber was scratched and chipping. The angle lock was loose. There were stains that were difficult to remove on switch buttons #1, #2 and #3, due to handling. Noise was observed when the forceps lever was activated. The video connector was cracked and had scratches due to external factors. The light guide connector and light guide lens had scratches, and the adhesive around the illuminating lens was peeled off, due to handling and external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During the inspection and testing, it was observed that the adhesive on the objective lens was peeled off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeled off).